Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 on initial medwatch. Corrected: h10 the device evaluation also found the circuit board was likely damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event likely occurred due to a failure of the printed circuit board. The cause of the printed circuit board failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center produced no image. The issue was found at preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found the top cover and chassis corroded. Image without color bar displayed when scope not connected. Connector cracked. Endoscope image could not be captured by pressing the switch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.